Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, vaginal pressure and pain, vaginal bleeding and dyspareunia, scarring, incontinence, and recurrence of organ prolapse, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Add'l data from importer report: uretex urethral support system; (B)(6).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, has undergone corrective surgery, has vaginal pressure and pain, vaginal bleeding and dyspareunia, scarring, incontinence, and recurrence of organ prolapse concomitant therapy: unk the patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. Product was used for therapeutic treatment. Reason for mesh implantation: genuine stress urinary incontinence procedure (s) performed: tension free vaginal tape with cystoscopy concomitant: gynecare tvt device postoperative complications: (B)(6) 2004-(B)(6) 2011: extensive vulvar, perianal condylomata, urinary frequency, urgency, urge incontinence, nocturia, incomplete emptying, overactive bladder, ureteral stone, abnormal uterine bleeding, pelvic pain, rectal bleeding, urinary tract infection, burning with urination, irritation, underwent hysteroscopy, dilatation and curettage under IV sedation and local anesthesia ((B)(6) 2006), left lower quadrant abdominal pain, cystocele, underwent examination under anesthesia, novasure ablation and hysteroscopy under general and local anesthesia ((B)(6) 2006), menometrorrhagia, suprapubic pain, underwent hysteroscopy, dilatation and curettage under general and local anesthesia ((B)(6) 2009), dysuria and hematuria for which she underwent surgeries: first interventional surgery ((B)(6) 2004): underwent laser ablation excision of the condylomata under general anesthesia second interventional surgery ((B)(6) 2005): underwent cystoscopy, retrograde pyelogram additional surgery ((B)(6) 2009): underwent total vaginal hysterectomy under general anesthesia third interventional surgery ((B)(6) 2010): underwent cystoscopy and retrograde pyelogram under general anesthesia mesh revision surgery: (B)(6) 2011: underwent cystoscopy, excision of anterior vaginal wall mass, excision of eroded mesh and repeat cystoscopy under general and local anesthesia. Following mesh revision surgery, developed abdominal pain and right buttock abscess during the interim (B)(6) 2011-(B)(6) 2014 but did not undergo any additional surgery.